Manufacturer narrative:
According to the facility on (B)(6) 2022, 'they were putting the bed down, when the foot motor started smoking'. Per the facility there was confirmed visualization of smoke, and per maintenance 'the wire was fried'. The patient did not incur an injury or require medical intervention related to the reported incident. Per the facility the device is used daily and was purchased from medline in february. The device was requested but has not been returned for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022, 'they were putting the bed down, when the foot motor started smoking'.

Manufacturer narrative:
Sample was returned for evaluation. And the reported, complaint was confirmed, however, a definitive root cause could not be determined at this time.